Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient began to hear a beeping sound which they described as two quick beeps every 5-6 seconds. The patient could not find the source of the beeping sound in their home, and they continued to hear it when they walked outside. The patient stated that both of their external devices were powered off, so they assumed the beeping sound was coming from the ins. The patient contacted the rep, and the rep suggested that the patient call patient services. The agent reviewed that the ins does not have the capability of making a beeping sound. The patient understood and will continue searching for the source of the beeping sound.